Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they still get all coupling bars initially but that they disappear after a min. The patient has used the ins very little since implant, and it was noted that the pain pressure is very uncomfortable and limiting. The patient reported that the ins was dead and that they were unable to turn it on.

Event description:
A consumer reported the patient was unable to charge or feel stimulation since implant. During the call troubleshooting was performed but there was poor coupling and the recharge the implant screen was seen on the recharger. In an attempt to resolve the issue the antenna was repositioned which didn't resolve the issue. Following this the antenna locate feature was used which resulted in full coupling and the first quartile of the implant icon blinking. It was reviewed with the consumer to let the implant charge to 50% until turning stimulation back on. Relevant medical history includes spinal pain. Additional information was received from a friend/family member on 2017-jul-07. It was reported that the patient was having a hard time charging because they would lose coupling. The caller confirmed that the ins recharger (insr) was plugged into the wall and the insr battery showed almost full, but the implant battery showed almost empty. The caller mentioned that a manufacturer representative (rep) said that one side of the implant was not charging. It was reviewed they might have meant that one of the leads was not stimulating but it was unclear. The caller repositioned the antenna and was able to get 8 bars but then lost them. It was reviewed that the coupling issues may be coming from slight movements that lose the good connection. Since the patient was already using a belt and adhesive discs, a replacement antenna was sent. The caller stated that when the device was not working the patient has a return of pain in their back. No further complications were reported/expected.